Event description:
It was reported that the patient received a patient notification for high, out of range, pacing lead impedance. A secure connection to the lead was confirmed and there was no fluid in the header. The competitive lead was explanted and replaced, but one month later, the patient received a vibratory alert for non-sustained rv oversensing. Due to the previous issues with impedance and the more recent oversensing, it was decided to explant and replace the device. The patient condition was fine after the event.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory.the reported impedance anomaly was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the impedance anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.